Event description:
It was reported that the customer received ongoing continuous glucose monitor error 42s. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.